Manufacturer narrative:
Complaint conclusion: as reported via a voluntary medwatch report, upon completion of the left common iliac stent placement, a 6f/7f mynxgrip vascular closure device failed to deploy. A small size formed, and measured less than 6 cm. The hematoma was treated by applied compression. The product was stored and handled according to the instructions for use (IFU). The device storage temperature had exceeded 25 °c. The physician was proficient with mynx. There were no other devices associated with the procedure. The procedural sheath used was no greater than 7f and they used a 7f unknown sheath introducer during the procedure. The vessel type was the femoral artery. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location is at the left common femoral artery. The user was not able to shuttle down completely. There was no significant resistance when shuttling down and no unusual force was applied when retracting the sheath. The advancer tube was engaged/visible. Pulsatile bleeding of the puncture site was immediately noted upon removal of the advancer tube. The patient¿s inr was not greater than 1.5. The vessel has stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device prior to this procedure. There was no evidence of a pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the mynx vcd use. There were multiple sheath exchanges done during the procedure. There were no multiple stick attempts made before the intravascular access was achieved. The patient had developed a hematoma immediately after the attempt to deploy the sealant. There was no posterior wall puncture noted. Manual pressure was held for 40 minutes to ensure hemostasis. The patient's hospitalization was not extended as a result of the event since the patient had recovered timely. Other additional procedural details were requested but are unknown. The product was not returned for analysis. A product history record (phr) review of lot f1811701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ and ¿hematoma¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. Hematomas are a known complication of this procedure and listed in the instructions for use (IFU) as such. It is possible that patient factors, pharmacological factors or procedural factors may have contributed to the reported event. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the information available for review suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This report is associated with voluntary medwatch report mw5094160. (Concomitant devices): unk sheath introducer, 7fr sheath and multiple unk sheaths exchanged during procedure. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported via voluntary medwatch report mw5094160, upon completion of the left common iliac stent placement, 6f/7f mynxgrip vascular closure device failed to deploy. Manual pressure was held for 40 minutes to ensure hemostasis. The small size of hematoma that was formed was measured as less than 6 cm. The hematoma was treated by applied compression. The patient's hospitalization was not extended as a result of the event since the patient had recovered timely. The product was stored and handled according to the instructions for use (IFU). The device storage temperature had exceeded 25 °c. The physician is proficient with mynx. There were no other devices associated with the procedure. The procedural sheath used is no greater than 7f as they used a 7f unknown sheath introducer during the procedure. The vessel type was a femoral artery. The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The stick location is at the left common femoral artery. The user was not able to shuttled down completely. However, there was no significant resistance when shuttling down and no unusual force applied when retracting the sheath. The advancer tube was engaged/visible. The pulsatile bleeding of the puncture site was immediately noted upon removal of the advancer tube. The patient¿s inr is not greater than 1.5. The vessel has stenosis of greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were multiple sheath exchanges done during the procedure. There were no multiple stick attempts made before the intravascular access was achieved. The patient had developed a hematoma immediately after the attempt to deploy the sealant. There was no posterior wall puncture noted. Other additional procedural details were requested but were unknown. The device will be returned upon request.